Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number . (B)(4). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the destination sheath was used in the normal fashion, for an up and over approach on a lower extremity angiogram with intervention. According to the staff present, nothing out of the ordinary occurred, but when removing the sheath, it was found that the radiopaque tip of the sheath detached and ended up as a foreign body in a patient's artery. It was seen on some follow up imaging and then removed, it was believed to be two days later. The patient was in stable condition. The procedure outcome was a success. The foreign body removal was necessary as a result of the sheath tip detaching. Additional information was received on 02june2020: the tip was removed two days after the initial procedure.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to the b5 section, to attach a medwatch and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 06july2020: terumo medical received an FDA medwatch report # mw5094982. The event description states: "during normal use in an interventional radiology procedure the radiopaque tip from the terumo destination sheath detached from the rest of the device and was left behind in the patient's vasculature. The patient underwent an additional procedure four days later to successfully remove the foreign body."